Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that a safety auto-off alarm occurred. Customer confirmed they had not interacted with the pump and was cause of alarm. Customer's blood glucose was 169 mg/dl. Tandem technical support educated the customer on the auto-off alarm.